Event description:
During a neurovascular procedure, the enterprise stent prematurely deployed in the select plus microcatheter. Add'l info has been requested.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report# 1058196-2009-00157.